Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in hospital for few days due to high blood glucose values. Customer¿s blood glucose value at the time of incident was unknown. The insulin pump also received a power loss alarm and an unexpected restart alarm. The customer was able to clear the alarms and rewind the insulin pump. Troubleshooting was performed and the customer was assisted with reservoir and tubing process. The insulin pump will not return for analysis. Frn-unk-rsvr, unomed inf set.

Manufacturer narrative:
Please disregard the initial report as it was created in error. The hospitalization had already been reported. Please see report number 3004209178-2019-82482.